Manufacturer narrative:
Although the customer could not specify the issue with the autopulse platform, a complete evaluation of the returned platform was still performed. Visual inspection of the platform was performed and found the front enclosure cracked. During initial functional testing, a sticky clutch was observed and the brake gap was found to be out of specification. Review of the archive data found no issues on the reported event date nor were there any significant faults or errors recorded. To ensure that the autopulse platform is functional without issue, the front enclose was replaced, the clutch plate was deburred, and the brake gap was readjusted to specification. The platform was reassessed and found to function as intended and meet specifications. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). The platform passed all final testing criteria.

Event description:
The autopulse platform (s/n: (B)(4)) was returned to the manufacturer for unspecified reason. During a follow-up call by zoll's regional manager, the customer indicated an issue occurred during a shift check. The customer however, could not confirm what error message, if any, was displayed on the platform or the reason why the platform was returned. There was no patient involvement reported.